Event description:
(B)(4). Started getting severe headaches, feeling foggy headed, severe abdominal pelvic pain, especially by tube area sides, joint pain, dizziness, pain in hip, left leg. Now three years later, I have been sick constantly, had ER visit, after we visit, cysts now in ovaries, chronic pain, severe and painful periods with heavy bleeds, chronic fatigue, headaches that have not gone away, skin rashes that come and go with test dine to rule out major issues that are negative but symptoms auto immune stuff never had till essure, vision issues, loss if hair, bloat that won't go away, depression, palpitations yet heart is healthy.